Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. Device manufacturing date unavailable. The positioning sensor unit (psu) for the navigation system was returned to the manufacturer for evaluation. The returned psu was found to be very dirty. Testing found that the returned psu was connected to a known good system the psu had normal function. However, the psu failed an accuracy assessment kit (aak). The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information that, while the navigation system was being checked, a passive probe was not being recognized for verification. A passive marker on the probe was replaced, the system was rebooted and this didn't resolve the issue. The site tried to verify a passive frame but failed. An active frame and pointer were verified and used for the procedure. The system started working normally prior to starting the procedure and the issue was resolved. This issue happened outside of a procedure. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and the positioning sensor unit (psu) was replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.